Event description:
This report was received by baxter (B)(4) and is a report from a consumer with supplemental information from a nurse in the (B)(6) of technique complication and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services (bcs), the following was reported. On an unreported date, the patient experienced an infection. It was reported the patient may also possibly have experienced a catheter migration (no further details provided). The cause for the event was not reported. On (B)(6) 2012, (B)(4) received the following additional information from a nurse. On an unreported date, the patient experienced a technique complication regarding pd therapy (unspecified), which caused peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unknown date in (B)(6) 2012, during the patient's hospitalization, dianeal therapies were withdrawn and the patient was switched to hemodialysis (hd). Treatment included cefazolin (dose, frequency, and route not reported). On an unreported date, during the hospitalization, the patient's catheter was removed. The patient was not retrained in aseptic technique because the patient was still on hd. On (B)(6) 2012, the patient was discharged. At the time of this report the nurse reported the peritonitis was ongoing but the patient was recovering. Concomitant therapy was not reported. The nurse stated that the cause of the peritonitis was a technique complication (details not provided) and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that the patient experienced a technique complication regarding peritoneal dialysis therapy which caused peritonitis. There was no more information provided as to what exactly the complication was. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.